Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and blood glucose (bg) levels of over 700 mg/dl. The customer went to the emergency room to treat the elevated bg and was subsequently hospitalized. Intravenous (IV) insulin drip and a computerized axial tomography (cat) scan was performed to treat bg level. During troubleshooting with tandem technical support, it was discovered that the pump declared multiple occlusion alarms. Reportedly, due to the alarms, the full bolus amounts requested did not completely deliver. In addition, the customer was not changing the supplies after the alarms declared. The customer was released from the hospital on (B)(6) 2018 with no permanent damage sustained, and the issue resolved.